Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The product will not be returned. No further information will be provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer informed the field service engineer that the bronchovideoscope exhibited e216 (scope communication error) and e315 (non-compatible endoscope) error along with image issue. The issue occurred during an unknown procedure. There was no impact on the procedure and there were no reports of patient harm associated with the event.